Event description:
New information received notes that the patient was seen in clinic. Upon interrogation, the loss of bluetooth telemetry on the insertable cardiac monitor was resolved, and it was noted to be due to a telemetry lockout. There were no patient consequences reported.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.